Manufacturer narrative:
A ge rep evaluated the system and adjusted the power supply and reseated the pcbs. System operates as intended.

Event description:
Customer reported a communication failure during a case. No patient injury was reported.